Event description:
A customer reported an occlusion alarm, which could not be verified in the pump history. There was no adverse impact on the customer's blood glucose level, as their bg did not exceed 500 mg/dl and the cgm did not read "high." The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin therapy. Technical support was notified of recurring occlusion issues, prompting them to arrange a follow-up and send replacements for infusion sets and cartridges as requested by the customer.